Manufacturer narrative:
The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had an exposed wire. There was no report of patient involvement and no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that a dark silver-colored cable, likely a conductor wire, was observed to have exposed and loose wiring. The wire appeared to be exposed but still intact, not broken in half. The damage was discovered after sterilization, and there were no reports indicating a loss of cautery or signs of thermal damage at the site of insulation damage.